Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, trending analysis by lot number, and system risk analysis (sra). ¿the batch record was reviewed and no issues relating to the event were noted. The product met manufacturer specifications at the time of release. ¿ trending analysis for the lot number was reviewed from the manufactured date to event date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The used sterrad® 100nx cassette was discarded and not available for evaluation. In addition, use error was identified to have contributed to the adverse event; therefore, no further product evaluation or supplier investigation was conducted. The most likely assignable cause for the h2o2 skin reaction can be attributed to failure to follow the sterrad® 100nx user guide in handling used cassettes and wearing appropriate personal protective equipment. The customer was re-trained to always wear ppe when handling cassettes. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone number: (B)(6). Asp will continue to follow up regarding this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported that a healthcare worker (hcw) experienced a ¿burn¿ from a hydrogen peroxide skin contact when removing a used sterrad® 100nx cassette from the unit. The hcw was only wearing a glove on one hand, and the skin reaction occurred on the unprotected hand. The h2o2 skin reaction lasted one day, and there is no report of medical attention. Lastly, it was reported the hcw status was ¿painless remission¿. The information suggests the h2o2 skin reaction was not serious; however, this event is being reported as a malfunction report subsequent to a previous serious injury.